Event description:
The pt reported after taking a shower he clean his site with alcohol before activating a new pod on his left triceps. His blood glucose was reading within normal range (exact bg level was not provided) while wearing the pod. The pod was deactivated and discarded after wearing for more than 48 hrs. On (B)(6) 2013, he went to see his doctor as he had contacted a staph infection from the pod. He did not report how his doctor treated the infection.

Manufacturer narrative:
The product will not be returned for eval. We are unable to assess if any product condition could have contributed to the pt's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.